Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm confirmed in the pump history due to software error. No pump error or pump error 2 noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was 140 mg/dl. The customer stated that they were able to rewind the pump. The customer stated that the pump error did not occur during rewind/ load reservoir/ fill tubing process. The customer was advised to program a normal bolus into the air. The customer stated that the bolus was recorded in the daily history. The product was returned for analysis.